Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging an audio tone/vibration (dual alarm failure) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery. The reporter stated that the user blood glucose (54mg/dl) readings were at or below 70 mg/dl; however, the readings did not reach below 40 mg/dl. There were no reported symptoms associated with hypoglycemia, nor was there a report of assistance by a third party, loss of consciousness, or seizure. The alleged bg excursion does not meet animas' criteria for a serious injury and is therefore not reportable as an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-sep-2018 with the following findings: a review of the pump and alarm history the pump emitted a low limit warning when the calculated blood glucose that was entered was 44mg/dl. The pump was returned with the low limit set to 70mg/dl. The low limit alarm occurred with a test blood glucose of 65mg/dl during investigation, with the message displayed and an audible tone. The complaint regarding the low limit not alarming was not verified or duplicated.